Event description:
It was reported that the fiber is firing out from the side and the tip simultaneously. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber is firing out from the side and the tip simultaneously. The procedure was completed with another device. There were no patient complications.